Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient couldn't enter MRI mode due to impedance issues. Surgical intervention took place where the patients entire system was explanted and replaced.

Manufacturer narrative:
Product #1 pi main (B)(6). A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.